Event description:
It was reported that the event occurred while in the cardiac care unit during use. The md inserted the intra-aortic balloon (iab) via femoral without issue. Blood was then observed in the helium tubing; the datascope pump did not alarm. As a result, an attempt was made to remove the iab. There was difficulty when it could not be removed. The patient was taken to the operating room where the iab was removed surgically. It is unknown if there was another attempt at the procedure. Add'l info rec'd on (B)(4) 2013 from the sales representative (sr) stated that the patient is alive. A sheath was used for the procedure (unknown which one). Another iab was not inserted. An update rec'd on (B)(4)2013 from the sales representative reported they did remove all of the iab successfully. The patient outcome was stable. The sr was unable to obtain why they did not insert another iab.

Manufacturer narrative:
(B)(4).